Event description:
Endoscopic (transpapillary) stent placement using the zebd-7-4 was attempted in a patient with normal anatomy. The pigtail was straightened using a straightener and advanced along the guidewire; however, resistance was encountered during advancement. Stent kinking was observed. The procedure was completed using another device of the same model. No adverse effects have been reported. User¿s comment: the stent had been kinked from the beginning. (A straightener was used.) Patient/event info ¿ notes: does the complaint relate to: device placement/device removal/observation prior to patient contact. When inserting a guidewire to the stent. What was the target location for the stent? The common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored vertically on a shelf in the hospital. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? 260-2545a visiglide2(0.025, angle). Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? No. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Est. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. Was the package damaged? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. How did the physician determine the length of the stent to be used for the procedure? It was determined under fluoroscopy -where was the stricture located in the duct? In the bile duct was the stricture dilated prior to placing the device? Unknown. Were any modifications made to the complaint device or accessories used with the device in this procedure? No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.